Event description:
Spontaneous report from pt to report pump serial number (B)(4) alarming with no error message. Pt switched to back up pump. Pt reported no issues at time of call. Sent pt replacement pump. He called and reported that after switching cassette to back up pump (sn (B)(4)) his backup pump began to alarm. Pt contacted nurse who had pt precare a new cassette. Pt has been infusing with new cassette without issue. Did the pt have a backup device they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace the device? Yes. Reported to (B)(6) by pt/caregiver.